Event description:
Consumer stated he had been using this product for many years, however, "this batch has a problem with the toothpick snapping causing a sharp edge at the bottom of the pick, sometimes the pick breaks off." Left over pieces from the bag were returned, but no broken flossers.